Manufacturer narrative:
Follow-up # 1 ¿ (11/19/2014). The patient¿s meter has been returned on 10/7/2014 and evaluated by lifescan product analysis on 11/8/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that her onetouch verio iq meter read inaccurately high compared to another meter (onetouch ultramini). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began ¿about a week ago¿ prior to contacting lfs. The patient reported obtaining an inaccurate high blood glucose result of ¿138mg/dl¿ on the subject meter compared to ¿79mg/dl¿ on another meter and tested within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient does not currently take any medication to manage her diabetes. However, a few minutes after the alleged issue, the patient claimed to experience the symptoms of ¿anxious¿ and stated she ¿may take a tablet when issues occur¿. The patient also stated that no treatment was required. At the time of troubleshooting, the cca determined that the correct unit of measure was used at the time of testing. Cca also noted that a walk through control solution test failed. Replacement products have been sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.